Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose of 48 mg/dl. The customer also reported that they had low blood glucose of 56 mg/dl. The customer reported that the insulin pump froze and had to ask for assistance to resolve the issue. The customer stated that they were able to resolve the issue. The customer declined to troubleshoot for high or low blood glucose. The insulin pump will not be returned for analysis.